Event description:
It was reported a stopcock leaked. During a dobutamine infusion, the patient¿s blood pressure dropped to 80/42mmhg. Upon further inspection, the stopcock was observed cracked and leaking. No further information was available at the time of this report.

Manufacturer narrative:
H11: one device was received for evaluation. During visual inspection a crack was observed along the frame of the stopcock. The set underwent functional testing where the device was connected to a respective component and the leak was noted originating from the same location. The reported condition was verified. The device is not manufactured at a baxter manufacturing facility; however, it is purchased from a third part supplier. Therefore, the cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.